Event description:
Rptr has had a series of mentor saline implant ruptures due to "unk" causes. The first set of implants were placed in 1993. In 1995, the right implant ruptured, and bilateral explant and replacement was performed. In 1998, the right implant ruptured again, and bilateral explant and replacement was performed. In 1999, the right has ruptured again. The rptr has been scheduled for replacement surgery in the near future. The rptr states that the deflated implant is uncomfortable, and is concerned about the risks associated with undergoing multiple surgical procedures. In all cases, the md has sent the implants back and mentor has furnished a replacement. The rptr is unsure if she will have another mentor implant placed, or use another MFR's product.